Event description:
The following information was provided: as reported: "I am writing to document a knee revision of the poly insert due to slight instability and left knee pain. No noticeable damage or wear." Rep confirmed no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.